Event description:
As part of a legal mediation effort on (B)(4) 2013 intuitive surgical, inc. (Isi) received information, including medical records, of a patient who underwent a da vinci si hysterectomy with left salpingo oophorectomy procedure for menorrhagia and uterine fibroids on (B)(6) 2012. Per the operative report, the procedure findings were uterine fibroids, scarred cavity, scarred left fallopian tube and ovary. The patient tolerated the procedure well with an estimated blood loss of 25 ml and was taken to the recovery in stable condition. The operative report did not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. On postoperative days 0-1, the patient's hemoglobin and hematocrit levels were low, so she received 3 units of packed red blood cells. Following the blood transfusion, the patient clinically improved. On postoperative day 2, the patient complained of abdominal pain. A CT scan was performed, which revealed bilateral pleural effusions, atelectasis, and a 10.0 x.7.5 x 7.5 cm hematoma in the pelvis. Given that the patient's hemoglobin was stable and there was no evidence of pulmonary compromise, the patient was encouraged to use her incentive spirometry and to ambulate. On postoperative day 4, the patient became tachycardiac and was complaining of chest pain. A CT scan of her chest was performed, which was negative for pulmonary embolism and ultrasound of her lower extremities were negative for deep venous thrombosis. The patient's fever spiked to 103 degrees and she was treated with antibiotics. She was diagnosed with anemia secondary to postoperative vaginal cuff hematoma status post transfusion of 3 units packed red blood cells and a postoperative fever of unknown origin. The patient was afebrile for 24 hours and without complaints and was discharged home on (B)(6) 2012. The patient's current condition is unknown.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The operative reports did not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. Attempts have been made to gather additional information from the site; however, as of the date of this report no response has been received. Review of the site's system logs for the reported procedure date of (B)(6) 2012 found that no system errors were generated that would have caused or contributed to the post-surgical complications experienced by the patient. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci si surgical hysterectomy procedure.